Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance, oversensing as p-waves increased, and possible fracture. It was noted that the lead had been programmed off to eliminate the faulty lead but the patient complained of fatigue with reprogramming. Therefore, the lead was capped and replaced. No patient complications have been reported as a result of this event.